Event description:
On (B)(6) 2014, it was reported that the patient's infusion tubing had become separated from the connector at the headset causing insulin to leak. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.